Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified lead abrasion marks and anodization marks from pacing pulses on the device casing. Review of device memory found a shorted lead and charge time exceeded faults were recorded on (B)(6) 2014. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
--

Manufacturer narrative:
The device is expected to be returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that during cardioversion for atrial fibrillation (af), an alert was detected with this implantable cardioverter defibrillator (ICD) due to a shorted condition that occurred during high energy shock delivery. Two low energy shocks were delivered initially which did not convert the patient. Then, a third shock was delivered at 21 joules which then a popping noise was heard and shock impedances showed measurements less than 20 ohms. External defibrillation was then used to cardiovert the patient from af to normal sinus rhythm. The patient was not in a ventricular arrhythmia. Prior to shock delivery, shock lead impedance testing showed impedances of 45 ohms. Then post shock, impedances were 57 ohms. When attempting to deliver a 1.1 joule shock with the device, capacitors would not charge. Boston scientific technical services (ts) was contacted and discussed replacing both the device and right ventricular (rv) lead as the device was no longer capable of providing tachycardia therapy and the patient was no longer protected. The device was subsequently explanted and replaced and the rv lead remains in service with the new device. No additional adverse patient effects were reported.